Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator; catalog number - the correct catalog number is 14324_97; lot number - the correct lot number is 07116035; expiration date ¿ the correct expiration date is 02/28/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 12.5 hours. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The involved load was not released. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 03/11/2016 to 06/13/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The single cyclesure® 24 bi was returned for visual inspection. A sticker was found placed on the bi cap covering the two vent holes, and it is unknown when this sticker was placed on the bi cap. The chemical indicator disc was gold in color, the cap was depressed, vial was crushed and there yellow media was observed in the vial which confirms the suspect positive result. The bi was disassembled and one (B)(6) liner, glass amoule shards and one spore disc were noted. There were no punctures observed on the plastic vial or (B)(6) liner that would be consistent with a (B)(6) from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated the subsequent bis were negative for growth. The returned suspect positive bi was observed to have a sticker on the bi cap. Blocking the holes on the cap would make it difficult for h2o2 to penetrate the vial resulting in a positive bi. Therefore, the likely assignable cause is due to user error. A customer letter will be sent to address the user error. The issue will continue to be tracked and trended.